Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump. It was reported that the patient had a catheter problem (problem not specified) twice already with their pain pump and they couldn't remember the dates. No patient symptom was reported. The device serial numbers/lot numbers associated with the event were not specified. Refer also to MFR report # 3004209178-2015-12021 regarding. No further patient complications have been reported as a result of this event.